Event description:
On an unknown date on or about (B)(6) 2008, the patient underwent endovascular repair for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2013, it was reported that the patient had proximal type I endoleak. On (B)(6) 2013, it was reported that there was unknown aneurysm enlargement. On (B)(6) 2013, the patient underwent re-intervention and a gore excluder aortic extender component was placed proximally which resolved the endoleak. It was also reported that the physician chose to place aptus fixations. Aneurysm enlargement was not reported.

Manufacturer narrative:
According to the IFU adverse events that may occur or require reintervention include but are not limited to: endoleak, aneurysm enlargement.